Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4543 competitor implantable pacing lead, (B)(6) 2006; 407652 implantable pacing lead, (B)(6) 2006. (B)(4). Evaluation summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Programmer data showed that the detailed episodes data was invalid for arrhythmia episodes.

Event description:
It was reported that an invalid data message was displayed, and review of the data regarding a vf (ventricular fibrillation) episodes was not possible. The device remains in use. No patient complications have been reported as a result of this event.